Manufacturer narrative:
A partial lead with the connector pin measuring 11.7cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an increase in pacing threshold, an increase in impedance, as well as a decrease in r-wave sensing were observed. The lead was cut, capped, and a portion returned. Patient did not experience any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.